Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 18th july 2012. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2012 and that it had performed all weekly auto self-tests up to (B)(6) 2016. During the above period the device records 40 manual power ups all under one-minute duration. Multiple manual power ups of mainly ten minutes duration where observed in the device memory, between (B)(6) 2016 and the last log entry, prior to receipt at heartsine, on (B)(6) 2017. The device was disassembled. After further investigation it was found that the fault was caused by moisture ingress resulting in corrosion on the membrane tail. This likely resulted in the device switching on automatically and would account for the ten-minute manual power ups recorded in the history log, along with the excess current drain and the measurements taken during the investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.